Manufacturer narrative:
This combined initial/supplemental report is being submitted to provide the initially reported event as well as the results of the manufacturer¿s investigation. The subject device was not returned. So, the customer¿s allegation could not be confirmed. Based on the results of the investigation and the lack of the returned device, a definitive root cause for the reported failure mode could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that an olympus colonovideoscope began displaying an e315 scope communication error during procedure preparation. There was no patient harm reported as a result of this event.